Event description:
The complainant stated he was checking all of their advanta 2 beds for loose siderails per correction instructions. He found one where the left siderail screw holes were stripped and he was able to pull the siderail from the bed.

Manufacturer narrative:
The field corrective action was performed to repair the bed.